Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A logfile review of the day of the treatment shows the three system test for vacuum, energy and ablation were executed by the user without any problems. No treatment report was provided, so a logfile review for the whole day was performed. Logfile review shows four treatments aborted after warning messages. The first message occurred during side cut, the second and third time occurred during bed cut of the procedure for the same eye. The last one occurred at the beginning of a treatment. These message indicate that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment by the first, second, and the third one and completed the treatment successfully. The system was working within specification. No technical root cause is detectable. The root cause is user handling, the user released laser pedals and pressed the right footswitch to turn off the vacuum. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction loss with a patient interface during flap creation. Follow up information received stated the doctor felt a "lag" with the laser after he pressed the pedal to fire. The treatment was aborted before the flap was made. Another patient interface was used and the flap was successfully created without a problem. There was no patient harm.